Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fire? Did any staples deploy? Was the staple line complete? Did the device cut? Was the cut line complete? Was the device difficult to open? If yes: how was the device removed from the tissue?

Event description:
It was reported that during a gastroplasty procedure, the doctor claims that the stapler locked closed with the load. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Batch # m52p52. The ec45a device was received for analysis with no visual non-conformances and with an ecr45g cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the mfg process.